Event description:
It was reported that the patient had surgery the day of the report because ¿they had to do some revisions on the stimulator.¿ about two and a half weeks later, it was reported that the patient had a revision on (B)(6) 2013. The patient had a wound infection in lumbar. The patient had wound discharge. No hospitalization was required and the patient outcome was noted as a non-serious injury or illness. The reporter noted that it may lead to complete explant if the wound did not heal. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4)

Event description:
Additional information reported the patient's lead ((B)(4)) was explanted on the day of follow-up. It was also reported the patient had an "onset/diagnosis of infection" in (B)(6) 2013. It was noted the patient was administered perioperative and oral antibiotics. It was stated the patient displayed symptoms of redness and swelling. It was noted the primary location of the patient's infection was the lead track region. A culture was obtained from the patient's lumbar region and it was reported "0" organisms were cultured. It was noted the patient did not have meningitis. The patient was reported to have an "ongoing" outcome at the time of follow-up.